Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with broken battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a crack on the battery compartment. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer stated that they found small air bubbles in the tubing. The customer stated that there were no leaks found. The customer declined to check for site and insulin issues and setting issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.